Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle broke off in the consumer's injection site during the injection. This occurred with 7 pen needles. The following information was provided by the initial reporter: "consumer reported that 7 needles broke off inside of the injection site during injection. Consumer stated that she injects just below her buttocks and also in her arms. Consumer stated that she does not re-use. No medical attention, no discomfort, she stated that the needles do not bother her."

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle broke off in the consumer's injection site during the injection. This occurred with 7 pen needles. The following information was provided by the initial reporter: "consumer reported that 7 needles broke off inside of the injection site during injection. Consumer stated that she injects just below her buttocks and also in her arms. Consumer stated that she does not re-use. No medical attention, no discomfort, she stated that the needles do not bother her."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.